Manufacturer narrative:
Foriegn: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm during use. No adverse patient effects were reported.